Manufacturer narrative:
No injury reported. User contacted manufacture stating a few months back that the device did not illuminate. The device was powered off and on. The consumer alleges they had smelled a burning smell and states they have not smelled it since. Filing solely on user's allegation of a burning smell, that has not repeated itself. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance, or a liquid has been spilled on the device that may have cause or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection.

Manufacturer narrative:
(B)(4). No injury reported. User contacted manufacture stating a few months back that the device display did no illuminate. The device was powered off and on. The consumer alleges they had smelled a burning smell and states they have not smelled it since. Filing solely on users allegation of a burning smell, that has not repeated itself. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance, or a liquid has been spilled on the device that may have caused or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00030. Device was approximately 5 years old. Consumer alleges the display would not light up so he turned the unit off and back on. When the unit was turned back on, the consumer allegedly smelled a burning smell. Unit returned, evaluation was done. Visual: unit received and unpacked. Housing had tape adhesive residue. Functional: unit was connected to a CPAP functional test station, tested to work instruction (B)(4). No discrepancies found. Test station was calibrated (B)(4) 2011 and is due calibration (B)(4) 2012. Unit blower on run time was: 738 hrs. Power on run time was 960 hrs. Unit passed all tests. No injury reported. User contacted manufacture stating a few months back that the device display did no illuminate. The device was powered off and on. The consumer alleges they had smelled a burning smell and states they have not smelled it since. Filing solely on users allegation of a burning smell, that has not repeated itself. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance, or a liquid has been spilled on the device that may have caused or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer alleges the display would not light up so he turned the unit off and back on. When the unit was turned back on, the consumer allegedly smelled a burning smell. No injury is alleged.

Event description:
The consumer alleges the display would not light up so he turned the unit off and back on. When the unit was turned back on, the consumer allegedly smelled a burning smell. No injury is alleged.

Event description:
The consumer alleges the display would not light up so he turned the unit off and back on. When the unit was turned back on, the consumer allegedly smelled a burning smell. No injury is alleged.